Manufacturer narrative:
H6: code 213 ¿ a review of the manufacturing records for the device verified that the lot met all pre-release specifications. .

Manufacturer narrative:
Patient medications: propranolol and a cholesterol medicine. According to the conformable gore® tag® thoracic with active control endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis that may occur and/or require intervention include, but are not limited to, vascular trauma.

Event description:
On (B)(6) 2021, this patient underwent treatment for aortic dissection by implanting gore® tag® conformable thoracic stent graft with active control system (ctag with active control). The patient tolerated the procedure. On follow up images (computed tomography dated (B)(6) 2021, revealed the dissection had progressed distal to implanted device. On (B)(6) 2021, the physician reintervened and implanted a gore® tag® conformable thoracic stent graft with active control system distal to previously implanted device. The dissection was resolved, and the patient tolerated the procedure.